Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the pump didn't change to the high flow setting when the stockert started ablating. The reporter was advised to check if the stockert was on thermocool setting and it was confirmed. After this, it was recommended to the reporter to reseat the cool flow cable and it resolved the issue. The unit was ready for use. As initially was recommended to the reporter, the cool flow cable was reseated and it resolved the issue, no additional servicing was performed. The unit is ready for use. The device history record for cool flow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that during an a-fib procedure, the pump didn't change to the high flow setting when the stockert started ablating. The reporter was advised to check if the stockert was on thermocool setting and it was confirmed. After this, it was recommended to the reporter to reseat the cool flow cable and it resolved the issue. The unit was ready for use. Three attempts were performed trying to get detailed information of the event with no success. As at this time no additional information was provided it was decided to report this event.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).